Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-nov-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that the patient broke her back years ago and the leads were damaged as well. Because of this, the patient's device no longer works.